Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed shaft wear on the lower shaft of the rotor magnet and the lower shaft of gear number two. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s weight was (B)(6). It was reported the patient¿s first volume discrepancy and/or flu like symptoms began in (B)(6) 2019; however additional information received on 2020-feb-19 from the hcp noted it began in (B)(6) 2019. A catheter dye study was completed and was normal. It was noted the ¿scans were normal and no other illnesses detected.¿ regarding the volume discrepancy information from the refill on (B)(6) 2020; there was discrepant information provided as it was reported the expected volume was 12ml and the actual volume was 9mls and it was also reported the expected volume was 7mls and the expected volume was 15mls. There were no environmental/external/patient factors that may have caused or contributed to the recurrent volume discrepancies. However, it was also reported they would be replacing his pump (in one week) eight months prior to the expected end of life. It was noted they would wean the patient off in the future. The event was not resolved and the pump would be sent back for analysis. The hcp felt like this was due to a high concentration of hydromorphone (30 mg/ml). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 30 mg/ml at 29.884 mg/day via an implanted pump for failed back surgery syndrome and spinal pain. It was reported it was asked but unknown when the event/difficulty occurred, and the event occurred during normal use. The physician reported an increase in medication volume at refills (unknown exact discrepancy). A catheter aspiration was performed with easy aspiration of cerebrospinal fluid (csf). A dye study was not performed. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ it was asked, but unknown if surgical intervention was planned. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) indicated it began to be >20% discrepancy with 2017-may-05 refill. There were no known symptoms related to the volume discrepancies. The cause in the increase in medication volume was not determined. Troubleshooting included a catheter dye study on (B)(6) 2019 and thoracic MRI on (B)(6) 2019. The following volume discrepancy information was provided: 2019-mar-8 the expected volume was 12.1 mls and the actual volume was 14.7, on 2019-apr-08 the expected was 4.3 mls and the actual was 12.9 mls, on 2019-may-09 the expected volume was 4.2 mls and the actual was 12.7 mls. No actions or interventions were taken to resolve the issue as diagnostics revealed no definitive cause. The hcp would continue to monitor the patient. There was no change in the device status. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient had continued volume discrepancies. The patient had a refill again on (B)(6) 2020 and there was a 5mls more than expected removed from the pump. It was noted this had been consistent. The patient also complained of flu like symptoms, which the patient has had in the past. It was also noted the hcp in the past had done a catheter access port (cap) aspiration without difficulty. The rep was redirected to follow-up with the hcp. No further complications were reported/ anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.